Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right femoral artery using a prostyle after a left main percutaneous coronary intervention with a 7f sheath. Reportedly, the suture did not take. Another prostyle was deployed and oozing [bleeding] continued. Manual pressure and a hemostatic dressing were applied. Later, the patient returned to the cath lab due to bleeding. Manual compression achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.